Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that half height drawer 2.1 (matrix) was not closing and reported a failed to close condition, identified a loose connection to the open/close sensor, adjusted the sensor, rebooted the system, and successfully tested functionality with the customer. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es door failed to lock and open, and the drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.